Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the valve indicator of a 6f/7f mynx control vascular closure device (vcd) did not eject upon balloon inflation after introduction into the procedural sheath. The device was removed and tested again, confirming the indicator valve was not responding when the balloon was inflated. On the same patient, the outer layer of a second 6f/7f mynx control vascular closure device (vcd) peeled back during introduction of the mynx catheter, exposing the sealant and rendering the device unusable. A third 6f/7f mynx control vascular closure device (vcd) was used to successfully close the femoral access site. There was no reported patient injury. There was no reported hematoma. The first device functioned properly during testing before introduction into the body. The procedure was concluded successfully without incident. The deployer is certified in the use of the device. The devices were used in an interventional procedure using a retrograde approach. The devices were accidentally discarded by ancillary staff and will not be returned for evaluation.